Event description:
The rep reported the device was used during a laparoscopic splenectomy. It was reported gasket on the 350l tore and pneumo laked during the case. The same trocar was used for the entire case. There was no consequence to the pt.